Event description:
During biopsy attempts during a bronchoscopy, the ebus needle was noted to be at a 90 degree angle. Attempts were made to withdraw the needle. When the needle was withdrawn from the bronchoscope, it was noted that the tip of the needle was sheared off. Approximately, 15-19 mm of the needle was sheared off and missing. The practitioner was unable to locate the tip of the needle. A repeat bronchoscopy was done, the needle fragment was not visualized in the pt. A followup CT of the chest and abdomen was done, no needle was noted. As the needle was advanced through the outer sheath, it became apparent that the needle was bent rather than puncturing and going through the tracheal wall. This was confirmed endoscopically. Further attempts to advance the needle were abandoned. As the needle was positioned sideways, an attempt was made to withdraw the needle within the sheath slightly in an effort to straighten the needle out. This did appear to occur. Next, the entire bronchoscope was withdrawn. The sheath containing the needle was withdrawn. When attempting to retrieve the sample, it was evident that the needle was shorter than the original stock needle. The distal tip of the needle showed the absence of the conventional bevel needle shape, suggesting that a portion of the needle was absent. A comparison to a brand-new stock needle indicated that approximately 15 to 16 mm of the needle was missing. A different conventional video bronchoscope was reinserted into the oral cavity. Close inspection failed to identify the needle within the oropharynx or posterior pharynx. The bronchoscope was advanced through the trachea, the needle was not found. This event was found to be a technical error on the part of the user. He did not train using this particular needle and was pulling the inner sheath past the 5mm mark which greatly alters the needle stability. The pt has had a follow up CT scan and been offered an additional set of testing which he has declined at this point.